Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown funeral home with no information. Information identified in the manufacture's data base indicated that the ICD system was implanted on (B)(6) 2012 and no date of death is known. A date and cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death is unknown and the date of device implanted has been selected. Product ID: d314drm, implanted: (B)(6) 2012; product ID: 5568-45, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.